Event description:
It was reported to philips that the device was unable to obtain an etco2 reading during a patient event. The patient is deceased.

Manufacturer narrative:
There was no allegation that the device behavior contributed to the patient outcome. The patient was found apneic and pulseless, with an asystolic rhythm. The AED used by first responders indicated no shock advised, as a shockable rhythm was not detected. Chest compressions were continuous throughout the event. There was no change in the patient's cardiac rhythm. The patient was transported and pronounced deceased in the emergency department. An electronic event file from (B)(6) 2015 at 3:29:05 pm was reviewed and indicates numerous etco2 on/off messages, with no etco2 reading obtained. The device was evaluated by a philips field service engineer (fse) and the reported symptom was reproduced. The issue was isolated to the etco2 module. The etco2 module was replaced to resolve the issue. The device passed all performance assurance testing and was placed back into use.